Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zsgm serial number(B)(6) by dover on 11 june 2020 revealed that the pre-test could not be performed due the gear damage. The cutter 1:5 and 2:1 failed due to incomplete cuts. The bottom roll and side plates had wear. Repair of the device was performed by dover on 11 june 2020 which included replacement of the following: gear, bottom roll, side plates additional repair included testing and calibrating the device the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had an issue with incomplete meshes. The event occurred during meshing of previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.